Event description:
Received information stating that due to a ventilator malfunction pt was placed on a second ventilator. Pt was not harmed or injured as a result of the event. The customer followed the covidien technical support engineer (tse) recommendations and he was unable to duplicate the reported failure. Customer has conducted final testing.